Manufacturer narrative:
(B)(4)

Event description:
It was reported that the during a pulse generator change out procedure, the ventricular lead insulation was noted to be breached. The physician elected to cap and replace the lead. The patient was asymptomatic prior to the procedure and stable post. No additional information was reported.

Manufacturer narrative:
Final analysis found that only the connector portion of the lead was returned. A full breach insulation degradation was noted at 4.5 cm from the connector pin.